Event description:
It was reported that revision surgery was performed due to a peri-prosthetic fracture of the left femur after a heavy fall of the patient.

Event description:
A nurse contacted baxter product surveillance to report an issue with a transfer set. The nurse stated that a home patient (hp) had a hole in his catheter so the catheter was fixed as well as the transfer set replaced. The nurse explained that the new transfer set would not securely tighten onto the beta cap adapter causing a loose connection. The nurse stated that the beta cap adapter was replaced with a titanium adapter which resolved the issue. The transfer set was then able to be tightened securely onto the titanium adapter. The nurse stated there was no patient injury or medical intervention as a result of this event. The transfer set was available and requested for evaluation.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).